Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that, in regards to action/interventions taken to resolve the lack of therapy effect and catheter occlusion, the patient was prescribed percocet "7.5" twice per day. No further instructions were given. In regards to the current status of the catheter, on december 18th, the nurse called and told the patient that the doctor would repair the catheter and "then no other contact". The catheter status was "in use, have no idea where meds are going". The patient also stated, that in regards to the type of catheter issue, "who knows, they will not talk to me". No actions/interventions were taken to resolve the catheter issue. The patient stated there was nothing wrong with the pump and "who is paying for all of this". The patient stated that "the way this has been handled is very bad" . Per the patient, it took them several months to get them to check the catheter. All the time, the meds were going into their body somewhere. It was noted that, during all of this, the patient had two "ablasions" and had to have 4 feet of their colon removed.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-aug-2019, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 16-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver dilaudid (hydromorphone) and bupivacaine. It was reported that, since implant, the patient was getting very little help from their pump/therapy. The patient went back in after implant and they were told that the pump was on top of the catheter and that problem had been fixed. The patient stated that they were then getting very little help with the pain from the pump/therapy. The patient stated that they kept increasing the medication but it didn't matter. Approximately a month prior to the catheter dye study, the patient began getting no relief at all from the pump/therapy. On (B)(6) 2025, they had a catheter dye study done and it was found that the catheter was completely blocked. The clinic called and scheduled an appointment for the patient to be seen in the clinic. The patient was then told that the doctor had abruptly left the clinic. The clinic told the patient that they had no one to manage pump care and they would not be referring the patient to any surgeon to have the catheter revision. Patient services sent physician listings to the patient. Patient services reviewed the manufacturer representative's (rep) role and sent an email to reps in the area for suggestions.